Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. The pump was returned for pump error 4, pump error 68, pump error 49, pump error 23, and pump error 63 alarms found on (B)(6), 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the displacement test, active current measurement, sleep current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 4, pump error 68, pump error 49, pump error 23, and pump error 63 alarms noted during testing. However, pump error 63 (variableinfo = 15) confirmed in the pump history/trace files on 07/31/2021 at 04:05:23.000. Pump error 68 confirmed in the pump history/trace files on 07/31/2021 at 04:05:25.000 pump error 49 confirmed in the pump history/trace files on 07/31/2021 at 04:05:25.000. Pump error 4 alarms confirmed in the pump history/trace files on 07/31/2021 at 04:05:23.000. Pump error 23 confirmed in the pump history/trace files on 07/31/2021 at 04:05:57.000. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1] board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 63 (variableinfo = 15) and pump error 4 alarms confirmed in the pump history/trace files on 07/31/2021 at 04:05:23.000 due to moisture damage on the pcba 1 board. Pump error 68, pump error 49, and pump error 23 alarms were confirmed in the pump history/trace files on 07/31/2021 as a result of pump error 4 and pump error 63 (variableinfo = 15) alarms. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring=black. The pump was returned for pump error 4, pump error 68, pump error 49, pump error 23, and pump error 63 alarms found on oct 12, 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the displacement test, active current measurement, sleep current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 4, pump error 68, pump error 49, pump error 23, and pump error 63 alarms noted during testing. However, pump error 63(variable=21) confirmed in the pump history/trace files on 07/31/2021 at 04:05:23.000. Pump error 68 confirmed in the pump history/trace files on 07/31/2021 at 04:05:25.000 pump error 49 confirmed in the pump history/trace files on 07/31/2021 at 04:05:25.000. Pump error 4 alarms confirmed in the pump history/trace files on 07/31/2021 at 04:05:23.000. Pump error 23 confirmed in the pump history/trace files on 07/31/2021 at 04:05:57.000. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1] board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 63(variable=21) and pump error 4 alarms confirmed in the pump history/trace files on 07/31/2021 at 04:05:23.000 due to moisture damage on the pcba 1 board. Pump error 68, pump error 49, and pump error 23 alarms were confirmed in the pump history/trace files on 07/31/2021 as a result of pump error 4 and pump error 63 alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.